Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The customer's concern is the effect of spilled medical solution (mannitol) on the occluder. Per the subsidiary's manufacturing engineering center (mec), this issue could not be duplicated.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occluder head was unable to close by turning the adjusting knob slightly. It stopped suddenly after turning one to two times and reacted normally after using it several times. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the patient.